Event description:
It was reported that a balance middle weight universal (bmw) guide wire and a 2.75x12mm vision stent delivery system (sds) were advanced without resistance to the left anterior descending (lad) coronary artery. The physician without pulling negative and using the patients arterial pressure, allowed a 7-8 milliliters of the patients blood to flush the delivery system of any air and come out the tuohy. It was then noted that small green particles were noticed in the blood. A gauze containing these particles and blood will be returned. The vision stent was deployed successfully in the lad and removed without issue. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was not returned for analysis; however, gauze used in the case which collected the particulate was returned and peeled teflon was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot for guide wire peeling. Based on the information reviewed, there is no indication of a product deficiency.